Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the misaligned cable at the connector of the display control board. The cable was resecured to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.